Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
(B) (4). The ge service rep renamed the debug file and rebooted the system. He replaced the disk drive, loaded the software, restored the calibration and configuration files, conducted a functional check, and provided all appropriate fmi information to the customer. The system operates as intended.